Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps instrument wire at the tip, broke, causing it to be uncontrolled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon had the head inside the hrsv and was attempting to manipulate the instrument. The problem was persistent. The customer does not remember the type of movement encountered. There was no injury to the patient. The instrument was inspected prior to use, and no damage was observed.